Manufacturer narrative:
Additional, changed, and/or corrected data: a.4; a.6; b.3; b.5; b.6; d.4; h.6.

Event description:
Healthcare professional initially reported left side textured to smooth implant exchange. Healthcare professional later reported left side rupture and "significant capsular contracture [baker grade unknown] and thickness anterior; 3 cm thick very inflamed." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "significant capsular contracture [baker grade unknown] and thickness anterior; 3 cm thick very inflamed."

Event description:
Healthcare professional initially reported left side textured to smooth implant exchange. Healthcare professional later reported left side rupture and "significant capsular contracture [baker grade unknown] and thickness anterior; 3 cm thick very inflamed." The device has been explanted and replaced.